Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported being hospitalized, during which the pump was removed and the battery died. The event involved products were mmt-7040a, mmt-332a, mmt-397a and mmt-1884. After discharge, the customer was unable to get the new sensor to connect to the pump and required assistance re-syncing the transmitter. No details about the reason for hospitalization or related complications were provided. The customer was assisted with pump programming and transmitter pairing, and advised to call back as needed. No further patient complications were reported. No product replacement or return was required for mmt-7040a, mmt-332a, mmt-397a. Mmt-1884 was expected to return.